Event description:
User experienced low sodium results for multiple patient samples. Only the following patient sample generated an erroneous result. Initial result gave 108 mmol per l which was accompanied by a data flag alerting the user the result was lower than the user defined reference range. The sample was repeated giving 135 mmol per l. User said the result of 108 was not reported and the patient's health was not affected by the original result. The customer discovered a bent probe to be the cause, and replaced probe. Customer ran calibration and controls which were within specification and stated the analyzer was operational.